Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they were in a car accident on (B)(6) 2016, but didn¿t notice a change in therapy. The consumer was the hospital where x-rays were taken, and the healthcare provider (hcp) told them the x-rays looked normal. The consumer further reported starting three months ago they noticed the implantable neurostimulator (ins) wasn¿t holding a charge, so they had to charge more often. The ins used to be charged every sunday, but gradually it changed to needing to be charged daily. Unrelated pain at ins and lead event captured in pe (B)(4). Unrelated return of symptoms event captured in pe (B)(4). Additional information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was requiring recharging much more frequently following a car accident. As a result, the patient couldn¿t keep up with the charging and the battery went into an overdischarged state. The patient claimed that a reset was performed. The manufacturer representative stated that the patient came into the office in order to have the power on reset (por) cleared, but they couldn¿t clear the por since the battery was discharged. It was noted that the patient charged for three hours in the office, but the battery still didn¿t reach a sufficient level in order to have the por cleared. The patient¿s healthcare provider (hcp) and the patient decided to schedule an ins battery replacement in order to hopefully alleviate the frequent charging intervals. No patient symptoms were reported. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.